Event description:
The pt's cardiac status at the time of the procedure was stable angina. It was reported that one endeavor sprint stent was successfully implanted (2.75x24mm) in proximal lad. It was reported four days later the pt suffered an acute stemi. The pt was admitted to another hosp with an anterior mi which led to a vf arrest from which the subject could not be resuscitated. That same day the pt suffered a non-sudden cardiac death. The investigator assessed the event as a q-wave mi & that the event was unrelated to the procedure. Autopsy report is not available. Please note that this device is not distributed in the untied states.

Manufacturer narrative:
Eval results: death and myocardium infarction. Lack of info. Conclusions: lack of info.